Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charged properly. It was also noted that the battery gauge was inaccurate, increasing from 65% to 100% without being plugged into a power source. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.